Manufacturer narrative:
(B)(4) customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item number: 110010246, item name: g7 osseoti 4 hole shell, lot #: 6108391. Item number: 010000858, item name: g7 neutral e1 liner lot #: 3402172. Item number: 650061, item name: biomet biolox delta ceramic, lot #: 2017010158. (B)(6).

Event description:
It was reported that patient underwent hip arthroplasty. Subsequently, patient is experiencing stem subsidence approximately four months post-implantation. No intervention is planned as it is expected the stem will stabilize at a lower position. Attempts have been made and no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.